Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded out-of-range shock lead impedance measurements and a transient increase in left ventricular (lv) pacing impedance. Despite these findings, no noise was observed on the right ventricular (rv) electrogram channels, and both the presenting and stored episodes appeared appropriate. Technical assessment confirmed that the lead functioned as expected, with all impedance values returning to normal the following day. Given that both affected vectors shared the rv coil and that the patient was undergoing a procedure at the time, the changes were attributed to transient electromagnetic interference (emi) rather than a lead integrity issue. No adverse patient effects were reported, and the device remains in service.